Manufacturer narrative:
The device was analyzed on april 23, 2015. The product analysis found that there was no evidence of biological evidence on the device. The inflation assembly was torn away from the small tube that leads to the main tube which would have resulted in the reported event. When viewed under magnification, it was jagged tear which indicates it was pulled apart and not cut; and assembled correctly. There was no damage to the packaging that would indicate a cause. There was no evidence of improper manufacturing, and therefore manufacturing has been ruled out as a potential cause. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the complainant had an endotracheal tube to return. He reported he was not involved with the case and only has a note stating the tube was defective. Azor reported he believes it was discovered during a procedure. No event date was known, and there was no reported patient injury. The complainant stated that he ¿could only assume¿ that the patient could have been reintubated. No other information was known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.